Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level ranged from 162 to 250 mg/dl. Troubleshooting was performed and insulin was observed dripping out of the infusion tubing during the load fill tubing sequence each time. Additional troubleshooting to determine a possible cause of the occlusion was declined by the customer. The customer stated that the supplies would be changed an a bolus would be administered via the pump.